Manufacturer narrative:
During the investigation, omsc found the plastic coating on the cutting wire was partially missing. There was no report of pt injury regarding this report. The subject device was returned to osmc for investigation. The investigation confirmed that the coating on the cutting wire tore and the cutting wire broke. The broken portion was burnt and melted. Approximately coating was missing for 7.5mm from the broken point. The outer diameter of the cutting wirer was within standard. As the checking of the mfg record of the same lot, nothing abnormal detected. Osmc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting coating came off from the cutting wire became extremely hot, resulting in breakage. The coating came off from the cutting wire because of the user handling after the cutting wire was broken. According to the investigation, osmc think that the cutting wire broke during activation output. The device instruction manual has warned users that "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic sphincterotomy (est) with the sphincterotome, the cutting wire broke when the doctor tensed it without output. He completed the procedure by using another device.